Manufacturer narrative:
Continuation of d10: product ID 3058 serial# (B)(6) implanted: (B)(6)2021 product type implantable neurostimu lator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3058 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type implantable neurostimu lator section d information references the main component of the system. Other relevant device(s) are: product ID: 3058, serial/lot #: (B)(6), ubd: 28-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had to be hospitalized because they had a severe case of shingles that affected their body and brain somewhat. The patient got an MRI without contrast, but they were unable to get a second MRI with contrast because the MRI technician would not do anything with the patient's smart programmer besides take a picture of the screen. The caller mentioned that they had activated MRI mode prior to the patient's second MRI and they thought they had deactivated MRI mode, but they weren't sure if they turned therapy back on because the patient had not urinated at all in 2 days, and last night the patient had a little over a liter of urine removed. The caller noted that the patient feels the urge to urinate, but they have been unable to go. The caller was with the patient and the external equipment, but they were unable to position the communicator over each ins without assistance from a healthcare provider at the hospital. The caller mentioned that they had a hard time getting the communicator to find each ins when they activated MRI mode. The caller contacted the patient's managing hcp as well as company reps, but they haven't heard back from anyone yet. The caller asked for an overview of how to check the therapy status. Agent reviewed requested information. The caller also asked if they could have the patient's healthcare provider call if they require assistance. Agent reviewed that hcps could call technical services and emailed the technical services phone number to the caller as they requested. The patient's relevant medical history included that the therapy was indicated for urinary retention and prior to 2 days ago the therapy was very effective. The caller mentioned that the patient urinated a lot at one point while they were in the hospital because they were given a saline solution.